Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling reload was being applied to the stomach. The stapler was able to fire but there was poor staple formation. At the moment of firing the second reload, the stapler only advanced 10mm and then it was stopped and got stuck. The surgical time was extended by more than thirty minutes to the product problem with no adverse event. There was no patient injury.